Event description:
It was reported that the insulin pump drive support cap was loose and sticking out. Customer's blood glucose was normal and did not require medical treatment. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The drive support was inspected and no anomaly was noted. However, the pump had a detached end cap, a cracked case at the display window corners, and a cracked reservoir tube lip.